Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 18cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There is tip damage. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The maverick 2 device inflated and held pressure for 5 minutes, without leaking. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment from bsc, therefore an additional DHR review is not required. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 12x2.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm maverick2 balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 12x2.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm maverick balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.